Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to an issue with the hard-drive. The computer booted normally to the application screen. The spine and cranial programs both loaded without issue. No system hangs were observed during burn-in testing. The memtest86 found no errors. The seatools long test found 3 bad blocks. The most likely cause of the reported issue was due to 3 bad blocks on the hard-drive. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the navigation system would become unresponsive when attempting to load images from the site's electronic picture archiving and communication systems (pacs) system. No additional information was provided. There was no patient present when this issue was identified.